Manufacturer narrative:
(B)(4). Date sent: 12/4/2025. D4: batch # z7020a. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and five (5) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z7020a number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Please provide more details about the device quality issue. 2. Did device jam (not fire clips)? Unknown. 3. Did device not feed clips (clips not advance fully into jaws)? Unknown. 4. Did device drop or eject clips? Unknown. 5. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Unknown. 6. Did the clip not hold on the vessel or tissue once placed? Unknown. 7. Was the device on a vessel/artery when it would not open? Unknown. 8. If yes, how was the device removed? (Cut off, forced open) unknown. 9. If the device was cut off, was there any damage to the vessel/tissue? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the 5 milimeter clip applier went bad when it was in the body. No adverse impact patient/user is reported.